Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the f11 and f12 power line fuses had blown. The fuses were replaced and the issue was resolved. The blown fuses have not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system was plugged into outlet power, and the line power light did not illuminate. The system could not be booted up. There was no patient present when this issue was identified.